Event description:
A malfunction on the pump was reported by the caller, and there was no prior notable event leading to this issue. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump; however, the malfunction persisted. As a result, technical support arranged for a replacement pump to be provided. The pump was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.